Manufacturer narrative:
.

Event description:
Good faith attempts for additional, relevant information have been unsuccessful to date. The reporter was unable to provide details. She reported she was reporting only off of medical records.

Event description:
It was reported that the patent underwent device replacement due to migration of the device due to weight loss on one occasion. However, the time of the event is unknown. Manufacturer report # 1644487-2011-01472 captured replacement due to tingling and burning around the generator for the patient. Manufacturer report # 1644487-2013-00218 captured explant due to pain related events for the patient.

Event description:
Additional information was received from the surgeon that the migration event occurred in relation to events previously reported in mfg report #: 1644487-2013-00218. As a result, this is a duplicate report, and the migration event will be reported on the applicable mfg report #: 1644487-2013-00218.